Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). The device remains implanted at the time of this event. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. It should be noted, the device was implanted in the tricuspid position. At this time, the pascal precision transcatheter valve repair system is only indicated for the native mitral valve, addressing degenerative mitral regurgitation. Therefore, deployment in the tricuspid position is considered off-label. H3 other text : the device remains implanted.

Event description:
Edwards received notification of a pascal precision ace procedure in the tricuspid position (off-label). The pre-discharge transthoracic echocardiogram (tte) showed single-leaflet device attachment (slda) on the posterior tricuspid valve (noted with severe residual regurgitation). The tricuspid regurgitation (tr) grade was severe pre-procedure and was reported as moderate after the procedure. After the slda occurred, the tr grade returned to severe. There are no plans for reintervention or further action to treat the tr at this time. There is no report of patient harm or injury.

Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). The following sections were updated/corrected: b1, b2, b4, d4, g3, g6, h1, h2, h3, h4, h6, and h10. H10: a supplemental MDR is being submitted based on corrected data and the manufacturer's device evaluation. Post-procedural slda resulted in a suboptimal therapeutic outcome/ineffective procedure and is likely to require medical or surgical intervention (recurrent regurgitation). The pascal training manuals instruct the operator on proper positioning and deployment of the device, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the pascal system. Training includes patient screening (to ensure leaflet anatomy is suitable for the device), device preparation, approach, deployment, imaging, and procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment are emphasized as key factors in the placement and fixation of the device. Operators are also instructed to use fluoroscopy in conjunction with echocardiography for optimal visualization during positioning and deployment of the device. The reported complaint suspected detachment of the septal leaflet from the implant, and the imaging evaluation confirmed the presence of single leaflet device attachment (slda). The implant is noted as being mobile and not attached to the septal tricuspid leaflet. The imaging evaluation notes imaging, procedural and patient-related factors are potential causes for the unstable device. No manufacturing non-conformances were confirmed to be related or contributed to the complaint event. Therefore, no IFU/training deficiencies were identified, and no corrective/preventative actions were required.